Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, yellow particles in device inner surface and one opening crack. Leak test and microscopic analysis was performed which identified: one crack opening, total delamination of valve and wear abrasion. Based on the device analysis the final assessment is: one opening crack assessed as cracked valve seat diaphragm valve. Total delamination of valve assessed as adhesive failure.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.